Manufacturer narrative:
G4: 29apr2020. B4: 11may2020. The customer has not accepted the quote for repairs. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 23jan2020.

Event description:
It was reported that the unit had a battery failure. There was no patient involvement.